Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was elevated; cause was not known. Insulin via pump and injections were used to address bg. Customer went to the emergency room and was admitted to the hospital. Customer was treated with intravenous insulin. X-rays, electrocardiogram and vitals were taken. Elevated bg was resolved. At the time of the report, customer had not been discharged. Customer required no further assistance from tandem technical support (cts). Although multiple attempts were made by cst to obtain discharge date, customer did not reply.